Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been returned to manufacturer for evaluation to date.

Event description:
A medtronic representative reported a broken long spine clamp identified outside of surgery. The threads are stripped where it prevents the clamp from fully tightening. There was no patient present.

Manufacturer narrative:
Device lot # provided as well as manufacture date.after further evaluation of the spine clamp by a medtronic representative it was reported that the spine clamp is working properly and was used in a case. No fault actually detected. Threads are not stripped as originally reported.